Event description:
On (B)(6) 2015, the reporter contacted lifescan USA alleging that the subject meter read inaccurate compared to another meter (onetouch ultra2). The reporter was unable to give exact values. The tests were performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.